Event description:
Unable to confirm left ventricular (lv) capture. - high left ventricular (lv) threshold on (B)(6) 2025. - possible high left ventricular (lv) threshold on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).